Event description:
Kangaroo omni feeding pumps transitioned in [redacted]. 205 patient safety events reported through incident reporting system. 15% of feeding pump fleet is out of service due to potential of defective/malfunctioning pump.